Event description:
Procedure: cystoscopy, right renal washings. According to the reporter: the pt had a CT scan which identified a right renal mass consistent with likely renal carcinoma. The pt had a ureteroscopy for investigation and the pt had hypervascular changes of the mucosa, not changes that would be consistent with transitional cell carcinoma, and it was recommended that the pt have a right radical nephrectomy. The pt had incision about 2 fingerbreadths below right costal margin and across the midline. The endo gia 45 length with the vascular load was placed across the helium. The device was fired and no evidence of any problems was apparent. The surgeons opened the device and immediately got bleeding. It became quickly apparent that the end of the right renal vein and the right renal artery and the gonadal vessel were avulsed. A general surgeon was called in emergently to repair the 3 main bleeding areas. The urology surgery was paused after the repairs to allow anesthesia to catch up and transfuse the pt emergently. The pt required 3 units of rbc's during surgery. The pt was discharged home on (B)(6) 2012.

Manufacturer narrative:
(B)(4).